Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was in a car accident and hit their head slightly. Since then their "thighs are constantly knotted into pain and their neck soft tissue was damaged and hurts all the time too." It was reported that walking causes the patient severe pain. The patient visits their doctor "practically weekly" and she can get them moving, but the effect only lasts for about 4 hours. It was also reported that the patient's speech is slurred.